Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h11. Results of investigation: visual inspection of the uut (unit under test) found no damage or misuse, except for the normal wear and tear. Connected the uut to a known good docking cradle and utilized the ptprogrammer under the advanced tab uut modules are communicating correctly with no issues. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file information: (B)(4). The suspect device has not been returned for evaluation; therefore, a definitive root cause could not be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information is received.

Event description:
It was reported to vyaire medical that a blower demand error message was displayed while the patient was being transported. No patient harm.